Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, there was an increase of capture and a decrease in sensing on the right ventricular (rv) lead that resulted in a loss of capture and undersensing. Diagnostic imaging revealed rv lead dislodgement. The lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece with the helix fully extended within specification. The reported events of increased threshold and undersensing were not confirmed. Visual inspection revealed no anomalies on the lead with the exception of damage that occurred during the procedure. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts.